Event description:
The customer reported the generation of erroneously high ise (ion selective electrodes) sodium (na), potassium (k), and chloride (cl) patient results on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics, and the exact number of patients affected is unknown.

Manufacturer narrative:
Beckman coulter customer technical support (cts) specialist assisted the customer troubleshoot over the phone. The customer inspected the ise (ion selective electrode) main unit assembly and noticed that the mixer was not moving. The customer replaced the ise mixer motor which resolved the issue. Performed verification tests successfully without issues. No further issues were noted after replacing the mixer motor. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Section e1: initial reporter phone number is (B)(6). Beckman coulter internal identifier is (B)(4).